Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, periods of intermittent noise were noted. The patient was asymptomatic. The patient was evaluated in-clinic; programming changes were made to the pacemaker.